Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings at 269 mg/dl after a morning rise, a meal, and observed large air bubbles in pump tubing, with subsequent identification of bubbles in a prefilled cartridge and resolution after replacing tubing and then the cartridge; the issue involved the reservoir component and was addressed through troubleshooting and education without alarms. Symptoms included hyperglycemia and polyuria. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user, including photos and real-time guidance. Investigation of this case revealed leakage or seal-related issues associated with the reservoir and an improper or incorrect procedure or method contributing to air introduction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.